Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Visual analysis: based on previous classification, an investigation for medical events was selected for analysis. The DHR assembly report from the electronic system was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. See 1444398 assembly DHR report_master attached. According to the complaint review, the device will not be received at the device analysis laboratory. The review of the documentation associated with the manufacturing process indicates that all devices with lot number 1444398 were released in accordance with abbvie¿s procedures and were no defects/problems/issues observed during the manufacturing process and the review of the documentation associated to the investigation. According to the device history record review performed, the reported event was not confirmed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.